Manufacturer narrative:
Pt info not available at time of this report. Software has not been evaluated as of the date of this report.

Event description:
A medtronic ent rep reported that while in an ent procedure, the system reset to the 'select surgeon' task during navigation. When the staff moved forward again, they discovered registration was lost. After retracing the pt, the case proceeded and was completed with the use of the fusion navigation system. There was no impact on pt outcome.